Event description:
Hospitalization [hospitalisation]. Rha4 in temples, mandible [off label use]. Case narrative: united states report received from a physician via company representative on (B)(6) 2024, refers to a caucasian female patient of unknown age who has received rha 4 on (B)(6) 2024, for an unknown indication. The patient's medical history was not provided. Concomitant medications and food supplements were not provided. 3 syringes of rha 4 were applied into temples and mandible via needle technique. The needle supplied in the box was used for administration. On an unknown date in 2024 (reported as on (B)(6) 2024, to be clarified), the patient was hospitalized due to an unknown cause. At the time of the report, the outcome of the event was resolving. The intensity of the event was not reported. It was unknown if the product was available for return. Health effect: clinical code e2402, appropriate term / code not available. Health effect: device code: a2304, off-label use. No additional information was available at the time of this report. Need for significant correction identified on (B)(6) 2024; correction included updated suspect product name in narrative (changed from rha redensity to rha 4). Narrative updated accordingly. Company comment: the causal relationship between rha4 and reported hospitalization is unassessable based on the absence of the key data. The company will continue monitoring the benefit-risk profile for the product. Case comments: case correction.

Event description:
Hospitalization [hospitalisation] rha4 in temples, mandible [off label use] case narrative: united states report received from a physician via company representative on (B)(6) 2024 and refers to a caucasian female patient of unknown age who has received rha redensity, for an unknown indication. On (B)(6) 2024, 3 syringes of rha redenisty were applied into the temples and mandible with needle technique. The needle supplied in the box was used for injection technique. The patient's medical history was not provided. Concomitant medications and food supplements were not provided. On an unknown date in 2024 (reported as (B)(6) 2024), the patient was hospitalized due to an unknown reason. At the time of the report, the outcome of the event was resolving. The intensity of the event was not reported. It was unknown if the product was available for return. Health effect: clinical code e2402, appropriate term / code not available health effect: device code: a2304, off-label use no additional information was available at the time of this report. Company comment: the causal relationship between rha4 and reported hospitalization is unassessable based on the absence of the key data. The company will continue monitoring the benefit-risk profile for the product.